Event description:
A pt was implanted with a nail and helical blade. At some point post implant it was noted the helical blade had migrated into the acetabulum. Surgeon currently has no plans to revise the pt as the pt is asymptomatic.

Manufacturer narrative:
Additional info has been requested. Manufacture site and manufacture date could not be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.